Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, cables were noted to be coming out of the devices connector block. The device was explanted and replaced. The patient was doing fine post surgery.